Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's electrode's did not deploy as expected and could not be used to defibrillate a patient. Another AED was used after a delay. The patient involved in the event did not survive. It is not known if this event caused or contributed to their death.

Manufacturer narrative:
The device was returned to stryker's product access center (pac) for evaluation. The pac was able to verify the reported issue and determined the electrode pads were not removed correctly during the event. The cause of the reported issue was determined to be use error. A clinical review was performed and here was inadequate contextual information from the reported event and t is unknown if the device caused or contributed to the reported outcome.

Event description:
The customer contacted stryker to report that their device's electrode's did not deploy as expected and could not be used to defibrillate a patient. Another AED was used after a delay. The patient involved in the event did not survive. It is not known if this event caused or contributed to their death.